Event description:
It was reported that the patient presented in clinic feeling dizzy and pre syncope. Noise was noted on the ventricular lead, isometrics could not recreate the noise. The physician decreased ventricular sensitivity to avoid oversensing of noise. The patient's condition was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. An insulation abrasion was found at the suture sleeve tie impression 38.0 cm from distal tip, which could have contributed to the reported noise anomaly. (B)(4).

Event description:
New information states the right ventricular lead was explanted during an upgrade procedure. No patient symptoms were noted.